Manufacturer narrative:
The hand drill (ID 826607) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - the quality engineering confirmed that there was rust present on the effected lot. Therefore, the complaint condition could be confirmed. The root cause was unable to be confirmed in the complaint evaluation. Likely root cause: destruction of the nickel protective coating, which exposed the underlying metals to the environment. This allows oxygen to react with iron causing the formation of rust.

Event description:
A facility reported rust on the base of a hand drill (ID 826607) during a stock check of inventory. The hand drills were not used in a kit. No patient involvement.